Manufacturer narrative:
The grounding pad used during the procedure was returned for evaluation and passed visual and performance testing within specification. The manufacturing records were reviewed with no abnormalities found. The generator used in the procedure was also tested and passed all specifications.

Event description:
During a radiofrequency ablation procedure using a neurotherm disposable grounding pad, a patient burn occurred. The pad was placed on an extremely hairy patient on the rib area. It was noted two burns occurred. One the size of a quarter and the other the size of a pencil eraser.